Manufacturer narrative:
(B)(4).

Event description:
The patient complained of a heavy chest and palpitations. The clinic ordered an x-ray, which showed device and lv lead movement. It was determined by physician that no procedure should take place to reposition the lead. It was decided to pace vvi 40 and turn off lv lead. This device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.